Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2018. This report is for an unknown trauma drill bit. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. The patient outcome and any surgical delay are unknown. This report is for an unknown trauma drill bit. This is report 1 of 1 for (B)(4).